Manufacturer narrative:
(Expiration date: 10/2019). Manufacturer review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one 19 cm equistream kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that prior to the placement, the tip of the tunneler allegedly broke. There was no patient contact.